Manufacturer narrative:
Findings: pump received with severely cracked and push in and bleeding lcd glass. Unable to verify missing segment due to physical damaged to lcd glass. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to severely cracked and push in and bleeding lcd glass. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had broken screen and the display had an ink stain. Blood glucose value at the time of incident was is unknown. Troubleshooting was not performed. The insulin pump will be returned for analysis.